Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the pads were damaged during opening/removal of packaging and they were unable to attach them to the patient causing a delay in therapy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The one-step pediatric CPR electrodes were not returned to zoll for evaluation and no lot number has been provided for retain sample testing. However, visual data was provided of the reported event. Review of the provided photographs showed that the top layer with the blue foam, was broken off from the bottom electrode layer. The photos showed that the user was pulling from the top layer with the blue foam instead of from the red tab. The instructions for use for one-step pediatric CPR electrodes states to: "grasp the back/sternum electrode from the bottom red tab and peel from the plastic liner." Analysis of reports of this type has not identified an increase in trend.